Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set injection port leaks at the top of septum on (B)(6) 2024. The blood glucose level at the time of event was 124 mg/dl. No further information available.